Event description:
The customer reported hemoglobin blank shift errors were generated when using the unicel dxh 800 coulter cellular analysis system. The customer also reported the instrument generated r (review results) flags for the hemoglobin parameter on patient results. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The fse identified the hemoglobin chamber required cleaning. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed there was a film buildup inside the hemoglobin chamber. The fse cleaned the inside of the hemoglobin chamber and adjusted the hemoglobin calibration factor resolving the errors and r flagging on patient results. (B)(4).